Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have inadvertently entered either a 700 unit or 700 gram bolus. However, customer cancelled the request. There was no reported impact to customer's blood glucose. Tandem technical support reviewed pump data with customer and confirmed that no 700 unit or 700 gram bolus was requested or delivered.